Manufacturer narrative:
Concomitant medical products: cd2411-36c ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had noise, high and steady thresholds, and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.